Manufacturer narrative:
Investigation summary: it was reported that syringes have black dots, damaged barrels, and scale markings are off. To aid in the investigation ten samples and four photos were provided for evaluation by our quality team. The samples came packaged bulk in a plastic bag. A visual inspection was performed and it was observed that six samples have embedded degraded resin, three have damages and one had the scale printing skewed. The four photos provided show the samples received. The embedded degraded resin in the component typically occurs at the startup/restarts of the injection molding process. For the damaged parts and scale marking symptoms, it is likely that a jam occurred during the assembly process resulting in the defects to the syringes. A device history record review was completed for provided material number 301033, lot number 0302868. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of manufacturing processes were completed finding everything working properly. Frequency of inspections were increased in order to mitigate the escape of these defects. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringes had damaged barrels. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "part number: 301033, lot number: 0302868, black dots: 120 pieces. Damaged/broken: 90 pieces. Total: 210 pieces".